Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprosthesis featuring c3 deployment system. Pre-implant imaging showed the distance between the lowest renal artery and the right hypogastric artery was 198 mm. The physician then deployed the trunk-ipsilateral leg component; however, controlled imaging showed that the right hypogastric artery was now covered. The physician therefore gained wire access to the hypogastric artery and implanted a stent to gain perfusion to the external iliac artery. The pt tolerated the procedure.